Manufacturer narrative:
As per the information available, there is no event of loss of ventilation. Hence, this record will be deemed to be not reportable. It was determined that there is no death or serious injury resulting from this event.

Manufacturer narrative:
Ge healthcare has investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation. There was no patient involvement.